Manufacturer narrative:
(B)(4).. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint was confirmed based on the anterior foot was slightly exposed at the guide and there was tissue-like material that wraps around the guide area. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide with a 6fr sheath, after a coronary diagnostic procedure. Reportedly, the proglide device was deployed without any issue. Upon removal of the device, a piece of tissue came out with the device. The device was removed with the foot in the closed position. Contralateral access from the left groin was attempted to treat the rcfa problem; however, a wire inserted to gain access to the rcfa was unsuccessful. A vascular surgeon repaired the rcfa surgically. Reportedly, the patient is doing fine. There was a clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.